Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she cannot get into the battery because the battery cap is cracked. Customer stated that the battery cap won't budge and she has tried everything including asking her doctor for help. Customer was advised to discontinue use of the pump if the battery is low. Customer's blood glucose was between 100-150 mg/dl during the incident. Customer mentioned that she did not change the infusion set because she cannot get the cap off. Customer also stated that she can eat and her blood glucose jumps to 300-500 mg/dl with any meal. Customer used a vial and did not know about insulin pens until now. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.